Event description:
It was reported that during a percutaneous coronary intervention procedure markerband visibility issues occurred. When the physician advanced the apex balloon to the unspecified target lesion, he was unable to see the markerbands on the balloon under fluoroscopy. The apex device was removed from the pt and the procedure was successfully completed with a different device. No pt complications were reported with the pt's current condition listed as "okay".

Manufacturer narrative:
Apex - it is unk whether the device was a monorail or over-the-wire. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.